Event description:
The balloon ruptured in pieces in the abdominal cavity after inflation to 30ml. However, all the rubber pieces were retrieved from the abdomen to complete the case. Patient status: no patient injury reported.